Event description:
Patient had previously had a restoration mod hip that became infected post infection from previous cement spacer. Surgeon removed all implants during procedure portion of removing distal 195 mm stem. The surgeon threaded the mcreynolds adapter into stem and tried to remove the distal stem with the slap-hammer. The stem would not come out and so he progressively reamed with competitor reamers. During an attempt to remove stem the mcreynolds adapter broke in the stem. Surgeon eventually did remove stem with competitor reamers. The mcreynolds adapter was not fully threaded into the stem upon examination at removal.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown mcreynolds adapter. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.